Event description:
It was reported that balloon rupture occurred. The 93% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres for 21-22 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon folds were intact; however, the folds appeared to be handled and manipulated open. There was separation where the hub and strain relief meet. Given the separation, the hypotube was cut during analysis by cis investigator to verify if the balloon was capable of inflating or would present damage. From the cut portion, the distal end of the device was connected to a touhy and prepped with an inflation device filled with water to inflate the device to the rated burst pressure. The device inflated and deflated with no issue or irregularity. Product analysis did not confirm the reported event, as during functional testing the balloon inflated to rated burst pressure and deflated with no issues.

Event description:
It was reported that balloon rupture occurred. The 93% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres for 21-22 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.